Event description:
The customer reported the system was down with loss of system functionally. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.